Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant the patient presented to the emergency room with a fever, suspected fluid in the pocket and a suspected infection. The fluid was found to be a small hematoma. Cultures were taken and antibiotic treatment was necessary. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.